Event description:
It was reported that a user received low glucose alerts from the ilet system while the cgm intermittently lost signal and later displayed discrepant values compared to a fingerstick meter, with cgm showing a low value and the meter reading elevated, followed by a subsequent meter-verified value in the normal range despite continued low alerts; the user consumed oral carbohydrates in response to perceived lows, and glucose levels later rose and were corrected by the pump, after which multiple sensor calibrations were performed and glucose stabilized within range. Symptoms included perceived hypoglycemia with sensor-reported lows. Outcomes included transient hyperglycemia after treatment for suspected lows and subsequent stabilization of glucose. Investigation included user education, review of reported data, and guided sensor calibrations. Investigation of this case revealed inconsistent cgm readings relative to capillary measurements and transient communication loss, consistent with sensor accuracy or signal issues rather than a pump delivery malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.